Manufacturer narrative:
The field service engineer (fse) found water was not being vacuumed correctly and was spilling into other cells. The fse checked the vacuum system and replaced the diaphragms. Mechanical checks were performed and the customer ran calibration and qc. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable prior to the event. "Abnormal probe sucking" errors were observed on the alarm trace data. These errors are indicators of possible poor sample quality. The service actions resolved the issue.

Event description:
The initial reporter stated all qc was out on a cobas 6000 c (501) module. The customer performed daily maintenance, sample probe washes, and air purges but the qc issue was not resolved. The customer also noted the cuvettes appeared to be overfilling as there was liquid on top of them. The customer pulled an unspecified number of patient samples that had been run and reported outside of the laboratory and repeated them. Discrepant results were identified for 2 patient samples tested for tina-quant hba1c gen. 3 (a1c-3). Patient 1 initial result was 9.1%. The repeat result was 6.0%. On (B)(6) 2022 patient 2 initial result was 7.4%. The repeat result was 5.6%. The a1c-3 reagent lot number was 62516101 with an expiration date of 31-oct-2023.